Manufacturer narrative:
H6: the quality investigation is complete. H3 other text: device not available for return.

Event description:
It was reported that during a surgery, the surgeon mistakenly contacted the sonopet tip on the vessel and the blood vessel was damaged. An angiorrhaphy was performed to repair the vessel. The procedure was completed successfully after a 60 minute delay. It was further reported that 1 week later, a subarachnoid hemorrhage happened.